Event description:
It was reported the patient allowed the pump to run dry as of (B)(6) 2015. The pump logs were normal and showed an empty reservoir al arm as of (B)(6) 2015. The low reservoir alarm was set for 2 milliliters (ml) and was ignored. The patient experienced baclofen withdrawal and underdose symptoms reported as lethargic, increased spasticity and altered mental status. The patient was given oral baclo fen as a result. It was reported the patient had not seen his doctor in (B)(6) since (B)(6) 2014 and had not seen his doctor in (B)(6) since (B)(6) 2015. The patient¿s status was reported as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was gablofen. Additional information has been requested regarding the cause of the event and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).